Event description:
On (B)(6) 2022: the customer requested a case be opened for aries sars-cov-2 cassettes lot ab5143a failing patient validations. The customer reported 19 false negatives after testing patient samples on their aries instrument that were previously run on their cepheid system. Of these, 8 samples reported false negatives. Samples were first ran on their cepheid system and later ran on their aries instrument (within a few minutes of getting results from cepheid). Both aries modules were utilized. Sample ID: (B)(6), controls passed but patient validations were not passing. Sample/media: nps in utm, sample type: patient samples. The following accessions were from samples that tested positive on the cepheid pcr instrument and luminex gave negative results: (B)(6) module a reported negative, while module b reported positive. (B)(6) module a reported positive, while module b reported negative. On (B)(6) 2022: luminex ts requested the cephid results in order to compare CT values between the platforms. The customer did not provide the cephid data. The root cause of the false negative result is unknown at this time; however, it is suspected the sensitivity of the aries sars-cov-2 assay plays a role in these results when compared to the other platforms. On (B)(6) 2022: the customer reported positive and negative controls were ran on both modules and the expected results were obtained. However, the customer reran a test from positive patient sample ID: (B)(6) which resulted in a false negative once again. The customer picked out 2 samples from the 8 total false negatives on their aries instrument and reran then on the filmarray biofire, which resulted positive for the 2 samples.

Manufacturer narrative:
In review of all case details against the criteria set forth in document 00043 (medical device reporting standard operating procedure) and its applicable appendices, this complaint does not meet the requirements for an MDR in the countries where the device is sold or distributed. However, the MDR is being submitted to us FDA pursuant to the obligations of the emergency use authorization, and per communication received from FDA on october 7, 2020.